Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned 12 years after initial implant due to an unspecified reason. The device was replaced this same day. No additional adverse patient effects were reported.